Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (09/2020).

Event description:
It was reported that during balloon expandable stent deployment procedure, the device allegedly failed to insert device through the introducer sheath. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is below the acceptable quality level. Investigation summary: the device was returned to the manufacturer for evaluation. The device was successfully advanced through a 6fr 10cm terumo sheath during evaluation despite resistance being met. The stent sleeve was not returned. The investigation is unconfirmed for the reported device incompatibility issue. The definitive root cause for the reported device incompatibility issue could not be determined based upon information labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: this supplemental MDR is being submitted to report that initial emdr was inadvertently submitted with g4 MDR date of awareness as 09-jun-2020. The correct g4 date is 08-jun-2020. H10: d4 (expiry date: 09/2020), g4. H11: d2(type of device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during balloon expandable stent deployment procedure, the device allegedly failed to insert device through the introducer sheath. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is below the acceptable quality level. Investigation summary: the device was returned to the manufacturer for evaluation. The device was successfully advanced through a 6fr 10cm terumo sheath during evaluation despite resistance being met. The stent sleeve was not returned. The investigation is unconfirmed for the reported device incompatibility issue. The definitive root cause for the reported device incompatibility issue could not be determined based upon information labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 (expiry date: 09/2020), g4. H11: d3,h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during balloon expandable stent deployment procedure, the device allegedly failed to insert device through the introducer sheath. The procedure was completed using another device. There was no patient contact.